Manufacturer narrative:
The complaint was not confirmed, and no new issues were observed. All results were within range specification, the s.d. Was within specification, and no errors were observed during control solution testing.

Event description:
A customer reported a complaint of high readings on his precision xtra blood glucose meter. The customer obtained readings higher than expected but trusted the meter. The customer's doctor increased the dose of pills but this did not have an effect according to the meter's readings. The doctor then planned to change the patient's pills to insulin. As the customer was going to be put on insulin they had to be admitted to hospital for the purpose of training and supervision. When in the hospital the differences between the customer's meter and the laboratory meter were identified. The following readings obtained: adc 14.6mmol/l vs lab 8.2mmol/l, adc 15.3mmol vs lab 9.0mmol/l, adc 13.2mmol/l vs lab 6.1 mmol/l. When plotted on a parkes error grid one of the results fell in the "c" zone showing the difference to be clinically significant. The customer has now been released from hospital.